Event description:
It was reported that the pump off event on (B)(6) 2024 resulted in hypotension and the need for a peripherally inserted central catheter (PICC) line and inotropes. The patient was started on epinephrine and norepinephrine after admission to the hospital. The patient was otherwise stable throughout these events. The patient was taken to the catheterization lab to patch their outflow graft to alarm their patient's native left ventricular function. The customer later confirmed that the patient was not in the CT scanner at the time the events occurred.

Manufacturer narrative:
Medwatch number mw5150063 was received on 30jan2024. Related MFR# 2916596-2024-01062 captures previous subdural hematoma and treatment. Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient pump stop followed by a loss of left ventricular assist device (lvad) communication alarm. Although a second pump stop could not be confirmed through review of the log files due to the loss of communication with the pump, it was reported that the account's ventricular assist device (vad) coordinator could not auscultate vad tones, indicating that the pump did stop. A specific cause for these events could not be conclusively determined through this investigation, as the device is not available for evaluation. The submitted controller event log file captured a transient pump stop on 02jan2024 at 13:23:56 associated with low speed advisory, low speed hazard, pump stop, and low flow fault flags. The pump stop lasted approximately 4 seconds and therefore did not last long enough to trigger any alarms. Following the pump stop, motor power and pump temperature began to increase. Transient high current and rotor displacement lvad fault flags were also captured. At 13:28:43, a loss of lvad communication alarm activated and was associated with com a and com b faults. While this alarm was active, the pump speed, flow, and pulsatility index (pi) values were not recorded; however, motor power was captured at a slightly above baseline range of 5.8 ¿ 6.2 watts for the remainder of the file. The driveline was disconnected for the first controller exchange at 13:34:09 and then reconnected to the original controller at 13:36:07. Upon connection to the second controller and reconnection to the original controller, the loss of lvad communication alarms remained active and the pump parameters, except for motor power, were not displayed. The driveline was disconnected again at 14:28:22 and the controller shutdown at 14:28:59, consistent with the second reported controller exchange. Heartmate 3 lvas, serial number (B)(6), was decommissioned, but remains implanted. There is no product available for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 left ventricular assist system patient handbook, rev. D, are currently available. Section 1 provides an explanation of pump parameters, including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2024-00113. It was reported that while having a computed tomography (CT) scan on a somatom 64 slice siemens definition as CT scanner, the patient experienced hypotension, needing a peripherally inserted central catheter (PICC) line and inotropes. The patient experienced a comm fault alarm. Additionally, the patient had a pump off event on (B)(6) 2024 at 13:23 that lasted approximately 4 seconds. The acute rehab nursing staff noted '---' was displaying for all parameters, except for power, which was reading an average of 5w. It was also reported the green light was illuminated on the controller. The care provider could not auscultate the ventricular assist device (vad) tones, despite the green light illuminated on the controller. Emergently, a mod cable and a controller exchange was performed by the care provider. Despite exchanging the controller and the mod cable, the pump tones were not heard. The comm fault alarm returned. This time, no parameters were displayed (except power). After the alarms, the patient was emergency transferred to the hospital for evaluation. The patient was not a surgical candidate for an exchange. The patient discontinued the use of the left ventricular assist device (lvad) and was discharged to home hospice with dobutamine. A review of the log file revealed comm a and comm b faults with loss of lvad comm alarms on (B)(6) 2024 at 13:28. There was a brief driveline disconnect on at 1334. The comm a and comm b faults continued for the remainder of the log until the driveline was disconnected to exchange the modular cable and controller at 14:27. The log file, post controller exchange, showed zeroes for all the vad parameters with comm a and b faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed damage to the internal motor circuitry that would have caused the reported pump stop. However, the root cause of the damage could not be determined. The pump was returned assembled with the pump cable partially severed approximately 9¿ from the housing. The outflow graft and the outflow graft bend relief were returned. The apical cuff was returned, fully engaged with the cuff lock. Examination of the pump blood-contacting surfaces found depositions of clotted blood in the inflow cannula, outflow graft, pump cover, and rotor well. These depositions appeared consistent with the pump being off for approximately two months prior to explant. After cleaning and sterilization, the pump housing was cut open and the motor was forwarded to abbott zurich for further evaluation. Non-invasive testing showed abnormal power consumption and a hot spot at the location of the current sensor. The current sense monitor shorts were resolved during the analysis, however, high power consumption continued to occur. A second hot spot was identified around the mosfet driver and further testing confirmed an internal short circuit. Review of the controller and lvad log file data confirmed there was a pump reset event at 13:23:58 on (B)(6)2024. The pump resumed normal operation following this event but with an elevated current value. This is consistent with the short circuit within the current sensor. Approximately five minutes later, the pump stopped and did not restart, likely due to the internal short circuit of the mosfet driver. The evaluation could not determine the cause of the component damage or if the short circuits in the two components were directly related or occurred independently. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 left ventricular assist system patient handbook are currently available. Section 1 provides an explanation of pump parameters, including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot system alarms, including pump atop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient discontinued the use of the left ventricular assist device (lvad) and was discharged to home hospice in (B)(6) 2024. The patient ultimately passed away on (B)(6)2024.